Event description:
During pt use, 'pint failure' and 'motor fault' alarms occurred and the ventilator stopped ventilating. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no pt info was provided.